Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was not known. Customer experienced nausea and vomiting. Reportedly, the customer attempted to deliver a bolus, but did not successfully deliver the bolus to address bg. During troubleshooting with tandem technical support, the customer successfully delivered a bolus to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.